Event description:
Loss of volume to pt via ventilator. Noted on 4/19/96 early am - water on floor under chamber. Chamber found to have cracks; removed and replaced with another chamber which corrected the problem. After change all parameters and pt status returned to baseline.